Manufacturer narrative:
Correction d3: manufacturer name and address corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage to the impeller pivot. The device appears to have been primed. The device was run on a bio console from 0-4000 rpm¿s, using di water in the circuit. The device was very noisy. Reason for return was confirmed. Medtronic received additional information that there was no damage observed to the packaging. Nothing else in the same package was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an affinity centrifugal pump, it was reported that there was a broken piece on the top of the centrifugal pump central pivot on the inside of the pump.the perfusionist was in the priming part of the procedure preparation and noted ¿abnormal noises¿coming from the centrifugal pump head. The centrifugal pump motor control panel then gave them a¿pump jam¿ alarm notification. They turned the rpms to zero and then noted that there appeared to be a broken off section of the white material on the inside of the pump housing at the top of the central axis near the pump inlet port housing. The device was replaced. There was no patient involvement, so no adverse effect occurred.